Manufacturer narrative:
The device involved in this event has been returned and is being evaluated. A follow up report will be submitted when the evaluation is completed.

Event description:
During an aneurysm coiling procedure, it was reported while delivering the coil through the catheter, the coil system broke at approximately 1/2cm from the coil detachment zone. The entire coil system was removed with the catheter. No pt injury reported.